Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with an external insulation abrasion 3.4 to 4.1 cm from the distal tip consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.